Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - for use in a subclavian vein-incorrect anatomy. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information.

Event description:
It was reported that during a mildly tortuous, non-calcified right subclavian vein stenting procedure, an absolute pro vascular stent (10 x 40 mm) was deployed and after post-dilatation with an unspecified balloon, a stent fracture was noted on fluoroscopy. The unspecified balloon was removed without difficulty and another absolute pro vascular stent was deployed inside the previous stent to treat the fracture. There was no significant delay in the procedure and no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use states: the absolute pro vascular self expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified.